Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that four days following an intraocular lens (iol) implant procedure, the patient complained of poor vision at near and far "like covering film'" on the affected eye. One week postoperative, poor vision was still noted. The iol was exchanged for another lens with half a diopter more power two weeks following the initial implantation. It was reported the patient's cornea is still wrinkled after the surgery and is under observation.

Manufacturer narrative:
Product evaluation: the lens was returned in a different manufacturers lens case. Solution is dried on the lens. One haptic is broken in the gusset area (returned). The other haptic is slightly bent in the gusset area. The optic is cut into pieces and has multiple split/cracks. The damage is typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed documentation indicated the product met release criteria. A qualified associated product was indicated. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the 21.0 diopter lens model was replaced with a competitors 21.5 d lens model . Additional information provided in h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).